Event description:
The olympus employee reported on behalf of the customer that the video system center had no image when the paddle was put in the box. The issue during the beginning of a therapeutic percutaneous nephrolithotomy pcnl procedure. Reportedly the procedure was delayed and the delay was reported to be "less than an hour" in getting a new camera. No report of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-00009. The device was returned to olympus for evaluation and the evaluation found bent video connector pin. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image which led to a procedure delay occurred due to the bent pins of the video connector. However, a specific root cause of the phenomenon's could not be identified. Olympus will continue to monitor field performance for this device.